Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient reported they stopped using their spinal cord stimulator (scs) about 8 years ago because the ins blocked so much pain that when they turned the ins down, the pain would be there. Pt noted they were doing a lot better without the ins now after going through physical therapy. Patient wanted to have an MRI, but the MRI facility told them they couldn't do the MRI unless the patient entered MRI mode. Patient services specialist (pss) reviewed their ins was most likely overdischarged and reviewed the overdischarged MRI guidelines with the patient. Pss reviewed the role of a representative and provided the patient with the nas number for their hcp's office. The patient was redirected to their health care provider to further address the issue. Caller inquired about MRI compatibility and stated ins is no longer working, they can't access MRI mode and batteries are dead in pr ogrammer. Technical service specialist (tss) reviewed use of eligibility form and that they wouldn't have any visual confirmation of status of ins. Caller stated system is scheduled to be explanted (B)(6) 2023.